Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is (B)(4).

Event description:
A clinic director reported a patient with an over correction one week post lasik in the right eye. Patient refracted with quite a bit of plus. Patient has mild punctuate epithelial keratitis. Patient reports good vision and that it fluctuates less. Dryness was also reported. Artificial tears are to be used as needed. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. A logfile review of the treatment day showed that during this treatment the messages occurred. The messages indicate the treatment was interrupted two times because the laser pedal was released by the user, but the treatment was completed to 100% and the system was operating within specifications. Clinical review shows that the provided data unveils an user error as the root cause of the unexpected result (over correction). No technical root cause was identified as the system was operating within specifications. The root cause for over correction is a user error and the root cause for other reported problems could not be determined conclusively. (B)(4).